Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose; stated that her insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with loose drive support disk. The insulin pump received with a cracked reservoir tube lip.